Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that an x-ray was not performed and no intervention is planned at this time. The caller stated that the lead produced an in range impedance measurement in unipolar configuration. The boston scientific technical services consultant explained why the device will report an intrinsic amplitude value that is below the programmed device sensitivity. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting bipolar pacing impedance measurements greater than 2000 ohms and undersensing on the atrial channel. The atrial sensitivity is programmed to 3mv; however, p-wave measurements have been 1.6mv. No adverse patient effects were reported.